Manufacturer narrative:
(B)(4).

Event description:
It was reported that the filter bag became torn. The target lesion was located in the carotid artery. A 190 cm filterwire ez¿ was selected for use. During preparation, it was noted that the filterbag was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the spring tip is stretched and curvy. Additionally, the protection wire was received exposed from the sheath slit. The filter was inspected and no damages nor torn section were noted. The outer diameter dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the filter bag became torn. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was selected for use. During preparation, it was noted that the filterbag was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.